Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report an emergency room visit for high blood glucose levels. The customer's blood glucose level was 600 mg/dl at the time of incident, but was 147 mg/dl at the time of call. The customer treated with a bolus from the insulin pump. The customer's symptom included vomiting and not being able to keep water down. The customer was not wearing the device at the time of admission; the customer was told by his doctor to stop wearing it. The cause of the event was high blood glucose levels. The customer was treated with saline and insulin. The caller performed troubleshooting and nothing was found to be wrong with the device. The customer was advised to call back after the customer removed the tubing to see if the cannula was bent. Nothing was replaced or returned.